Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the aiming arm for suprapatellar (p/n: 03.010.441, lot #: 160450-102) was returned and received at us cq. Upon visual inspection, no issues were identified with the returned device. The complaint condition was not confirmed for the aiming arm for suprapatellar (p/n: 03.010.441, lot #: 160450-102). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.010.441, lot: 160450-102, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 24. Feb. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch : null. Device history review : 11-nov-2020 by: mschoenfeld a DHR review could not be performed for this pi. There is no record of this part number or lot number being manufactured at the monument facility. Please reassign this task to the correct group. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar nailing on (B)(6) 2020, part of the protection sleeve was either reamed or cut. The surgeon needed to open the patient further to retrieve the piece. It was also reported that the screw missed the nail through the aiming arm. Procedure was completed successfully with a delay of thirty (30) minutes. Patient status was very good. This report is for a aiming arm for suprapatellar. This is report 4 of 4 for (B)(4).